Event description:
It was reported that during a procedure at the user facility the core impaction drill was overheating. The procedure was completed successfully with no delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
Product return updated. The reported event was not duplicated and no failures were confirmed as the product for this investigation was not available for evaluation. Device not returned to manufacturer for investigation.

Manufacturer narrative:
The device is available for evaluation but has not yet been received. Additional information may be submitted once the device is received and the quality investigation is complete.

Event description:
It was reported that during a procedure at the user facility, the core impaction drill was overheating. The procedure was completed successfully with no delay; no adverse consequences or medical intervention were reported.